Manufacturer narrative:
A partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that left ventricular (lv) lead exhibited high threshold. The lead was explanted and replaced. The patient is in stable condition.